Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s touchscreen developed a crack that expanded, after which the display showed random vertical and horizontal lines with a black dot, consistent with a fractured touchscreen; the user believed the device may have been stressed while in a pocket and an accommodation was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.